Event description:
Complainant alleged that the medics were treating a pt who was presenting a ventricular fibrillation heart rhythm. The medics delivered one 200 joule shock to the pt, using the device paddles, but upon delivery of the shock to the pt, the device only displayed a dotted baseline. The medics then obtained a second device and continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.